Event description:
Patient reported he got a shock when using the unit.

Manufacturer narrative:
Conclusion: although the popping sensation was not as noticeable on certain individuals, it could be felt by 75% of those tested internally at zynex. The consensus was that it could be perceived as an unpleasant shock to certain individuals more sensitive to electrical stimulation and warranted correction.